Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Locked down smartphone: not available. Omnipod software app version: not available. Operating system: not available. Hardware: not available. Cgm sensor type: not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was hospitalized with diabetic ketoacidosis (dka) 3 years prior to this event being reported to insulet. The patient is unable to recall the exact date of the event. It was reported that the personal diabetes manager (pdm) was not turning on. The patient attempted to use multiple chargers without success. The patient then developed dka and was hospitalized for four days at alexandra hospital. Symptoms include hyperglycemia, dizziness, and vomiting. The patient was treated with an insulin drip. It was reported the pdm has been discarded by the patient and will not be available to be returned.